Event description:
It was reported that patient experienced right heart failure with symptom of peripheral edema. Although it was considered to be unrelated, it was unable to ruled out. The event was considered to be an effect associated with excessive load during a trial home stay, and improvement was observed with an increased dose of diuretics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.